Manufacturer narrative:
Evaluation codes: results: the reported issue for no power was confirmed. Evaluation revealed that the unit powered up with an alternate power supply and passes functional tests. However, the unit has severe battery leakage and corrosion inside the battery compartment. Also the battery springs are bent. Note: posey instructions for use warning statement: taker care when installing new batteries. The alarm will not work if batteries are installed improperly. Do not mix old and new batteries, or battery brands within a battery pack. Always install a completely new set of batteries. Do not allow batteries to deplete while in the alarm. Depleted batteries may leak and corrode, causing damage to the electronics and reliability. Hold alarm vertically upside down to prevent battery spring from bending during battery installation. Take care not to damage battery contacts. (B)(4).

Event description:
Customer reported the alarm has no power. The batteries have been replaced with a new supply. There is no battery acid or leakage in the battery compartment. There is no visible loose wires reported. There was no pt incident or injury reported.